Event description:
It was reported that during a ptca procedure, the guide wire tip ruptured another company's balloon. No other info was provided. Attempts to gather additional info have been unsuccessful. This incident is being reported based on analysis of the device.